Event description:
It was reported that the patient was no longer able to activate the pump of their inflatable penile prosthesis device. A revision surgery was performed, during which the physician confirmed a kinked reservoir tubing. The reservoir was explanted and replaced. No patient complications were reported.